Event description:
Customer alleges discrepant results with meter and the lab: date: (B)(6) 2011; inratio: 3.9; lab: 2.7. Lab draw performed within an hr of meter result. Pt does not have an established therapeutic range.

Manufacturer narrative:
Pending.